Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the facts obtained from the investigation we are unable to determine the root cause of the problem, we could not identify the foreign material from the provided information. Although we confirmed the suggested event on the photo provided, we could not identify the foreign material. We presume from the provided information that foreign material remained because handling/reprocessing of the device deviated from IFU. The events can be detected and prevented in accordance with the following sections of the instructions for use: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects on the adhesive around the light guide lens. There were no reports of patient involvement.